Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. During troubleshooting with tandem technical support, the cannula was found to be kinked. The customer inserted a new infusion set site and a bolus via the pump was delivered. The customer did not provide further information. The type of infusion set was not reported. Although multiple attempts were made to obtain additional information, the customer did not reply to the requests.